Manufacturer narrative:
Findings: the insulin pump had cracked case at display window corners, battery tube threads, missing reservoir tube o-ring, broken half of reservoir tube lip and test reservoir did not lock into the reservoir tube properly, minor scratched and cracked display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had reporting damage on pump. The customer¿s blood glucose level was 15.4 mmol/l . The customer was assisted with troubleshooting. Customer stated that battery compartment and o-ring on top of reservoir was crack and chip. Customer doesn't recall how the damage occurred. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.